Manufacturer narrative:
Lens was not received for analysis. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Patient was unable to adapt to the multifocality of the lens. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.

Event description:
The lens was removed and replaced 8 months post operative due to the patient's inability to adapt to the lens and complaints of halos, a known and labeled possible side effect of multifocal lens implantation.